Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2008 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that imporant patient information.

Manufacturer narrative:
Continuation of d10: product ID 8709sc; lot/serial# (B)(6); implanted: (B)(6) 2008; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc; serial/lot #: (b)(6; ubd: 01-aug-2010; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the participant was seen at the clinic to discuss baclofen pump. The participant wanted the pump out due to lack of benefits. The participant was previously admitted to the hospital non device or baclofen related conditions. During the admission process, a CT of the abdomen was performed and catheter disconnection was noted. The baclofen dose was titrated and the participant did not notice any changes in their muscle condition. In the operating room the existing anchor was noted to be completely disconnected from the intrathecal space. The pump and distal part of the catheter were explanted. The participant was discharged home in a stable condition.